Manufacturer narrative:
(B)(4). The device was not evaluated by physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not provide defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the replaced therapy pcb assembly. The cause of the reported issue was determined to be due to a shorted diode, designator cr44 , on the therapy pcb assembly.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not provide defibrillation energy. There was no patient use associated with the reported event.